Event description:
Tandem mobi cartridge alarm was reported during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. After an unsuccessful attempt to reload the original cartridge, the customer was assisted in loading a new cartridge using the appropriate technique and was able to resume insulin therapy, resolving the issue.